Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment, removal difficulties, stent damage and stent thrombosis occurred. Vascular access was obtained via the left upper arm. The 90% stenosed, diffuse target lesion were located in the moderately tortuous left side of common iliac artery (cia) to external iliac artery (eia). After a non-bsc guidewire crossed the lesion via anterograde approach, a non-bsc balloon catheter was advanced to the same side of the lesion for pre-dilation. Since the lesion in the right side of the cia to eia was also planned to be treated during the procedure, a 6fr 10cm non-bsc sheath was advanced to perform kissing-stent technique. The introducer sheath was inserted from the left side of the groin as additional approach, and then the guidewire crossed the lesion with retrograde approach. Then a 6mmx80mm epic¿ vascular stent was advanced via the guidewire and was deployed in the left eia. However, about 15mm of the mid area of the stent was deployed against the vessel wall, and the distal of the stent was deployed in the sheath. The physician attempted to remove the sheath from the patient carefully and deploy the stent in the external iliac artery, but the stent was pulled to the distal side when the sheath was withdrawn. It was noted that the stent was stretched and damaged from the mid end where it was apposed to the vessel wall to the area where the sheath was inserted. The stent was unable to be removed from and remained in the sheath. The introducer sheath and the stent delivery system (sds) came out from the left groin. The physician attempted to remove the damaged stent percutaneously but failed. The stent was cut down from the body surface surgically. The half of the damage stent was removed and the other half was left in the vessel. Angiography was performed and revealed a thrombus stuck to the damaged stent in the vessel. The blood flow to the left external iliac artery became bad and could not be confirmed. The physician performed a bypass surgery as additional intervention and the patient's blood flow was regain.